Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2014 with the following results:a review of the pump¿s history showed several call service alarms on 01/20/2014. The pump was able to power on normally; however, a call service alarm was emitted upon the first attempt to rewind the pump. An internal component failure was found; causing the call service alarm. Unrelated to the complaint, evaluation revealed a discolored display screen. Additionally, the battery cap threads were damaged and the battery compartment was stripped at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting call service alarms that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.